Event description:
Subsequent to the previously filed medwatch, additional information received: the access site was the right common femoral artery. The access site was not calcified. The preclose procedure was performed with an 8f sheath. The sheath was upsized to 18f for the aortic valve replacement (avr) procedure. Reportedly, the first proglide device had no suture present when the plunger was removed. The suture of the successfully deployed proglide device was removed during the surgical procedure. There was a clinically significant delay in procedure of approximately one hour and increased blood loss. Hospitalization was not prolonged. The physician is established in the large hole procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: corrections: additional information reported that hospitalization was not prolonged. Additional information indicates there was no calcification at access site. The device was returned for evaluation. The reported suture retrieval issue during the plunger retraction was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The three other perclose proglide devices reference, are being filed under separate medwatch MFR numbers.

Event description:
It was reported that a suture break occurred during attempted suture placement in the calcified right femoral artery using the perclose technique prior to an aortic valve replacement (avr) procedure. Two additional proglide devices were used for successful suture placement. The avr procedure was completed and suture breaks occurred with both of the pre-placed sutures. Two additional proglide devices were deployed, one had a suture break. A cut down was performed, to explore the groin vessels and surgically repair the puncture sites in the artery and vein. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure and prolonged hospitalization time. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.